Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during a hip procedure that the acetabular cup would not initially unscrew off of the offset cup impactor. The blue knob would not turn and the cup was locked on. Pliers were used to turn blue knob in order to get the cup to release. After the procedure and wash it was found that one of the universal joints on the impactor was broken. This was not allowing the arm that attaches the cup to rotate/unscrew. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was not returned to integer for evaluation. Thus, the reported event is non-verifiable. A manufacturing review based upon the reported lot number did not reveal any discrepancies. If the complaint sample is received by integer, it will be evaluated and the complaint record will be updated accordingly and a supplemental medwatch 3500a emdr will be submitted.